Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files.

Event description:
The user facility reported a 6f angio-seal vip was placed in the artery femoralis superficialis. The bifurcation of the afc was positioned very proximal, above the femoral head. Diameter of the afs was 6.5 mm measured during an ultrasound. The patient kept bed rest for 4 hours and was discharged afterwards. Then in the night about 14 hours after the procedure the patient had to visit the bathroom. During this the patient felt a "snap" in the puncture area and immediately a swelling appeared. The patient was seen by a physician and it was diagnosed as a hematoma (no spurious aneurysm). The procedure performed for the patient prior to using the closure device is unknown, however, a 6fr sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre deployment angiogram was performed. The patient was stable. Hemostasis was achieved by the angio-seal. Additional information was received 12february2020: the patient had to rest and a pressure bandage was applied.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.